Event description:
A malfunction was reported with the pump indicating a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of checks and cleaning procedures to address the issue, including inspecting the o-ring and pneumatic tap area. The customer successfully completed the cartridge loading process and was able to resume insulin use.